Event description:
It was reported the patient experienced withdrawal symptoms. The pump was replaced, but the patient continued to experience withdrawal symptoms. The hcp then replaced the catheter several days later. A dye study was performed and was "ok". The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.